Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model and serial numbers unknown, soundstar catheter, model and serial numbers unknown, st. Jude medical brk-1 xs transseptal needle, lot number unknown, st. Jude medical sr0 sheath, lot number unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. After transseptal puncture, contours with the soundstar catheter, and fast anatomical map (fam) creation, an effusion was detected. Pericardiocentesis was in progress at the time of complaint report. Remainder of procedure was aborted. Patient was reported to be in stable condition. Patient was transferred to the intensive care unit. Patient required one additional day of hospitalization. Medical history includes right ventricular dysplasia. Factors cited that may have contributed to the adverse event include that the physician changed his workflow abruptly. It was noted that the injury may have occurred during transseptal phase. Physician¿s opinion regarding the cause of the adverse event is that it was related to wire puncture. Transseptal puncture was performed with a st. Jude medical brk-1 xs transseptal needle. Sheath was a st. Jude medical sr0. There is no information regarding generator parameters, generator settings, power titration, overall ablation time, or last ablation cycle time at the site of injury, as no ablation was performed. Irrigated catheter flow was set on 2 ml/min during mapping. Patient received anticoagulant during the procedure with activated clotting time maintained at 350 seconds. There is no information regarding spi value or catheter proximity. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. Though it was noted that the injury possibly occurred during the transseptal puncture, this event is being conservatively reported under this catheter, as it was not conclusively stated as such.